Event description:
It was reported that the insulin pump had a broken display with damage on the bottom left part of the screen. The blood glucose reading was 220 mg/dl. The customer's mother stated that the insulin pump may have been hit against something. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked and bleeding lcd glass, scratched display window, and cracked reservoir tube lip.